Manufacturer narrative:
Mindray service representatives replaced the integrated parameter module. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported an issue with the passport v monitor, which may have resulted in an intermittent loss os spo2 monitoring. No patient injury was reported.